Event description:
The event is reported as: the customer alleges that the column is dry, thus not allowing for proper humidification. The column was changed out. No pt injury. The pt condition is reported as fine.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. No corrective action can be established since the sample is not available, at the time of this report, to perform an investigation and determine the source of defect reported. This customer complaint can not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If defective sample becomes available at a later date this complaint will be re-opened.